Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the design of the positioning pin was less than optimum in withstanding excessive force. Improvements have long since been implemented to preclude this type of event. No similar events have been reported with the latest revision.

Event description:
Rptr states, "guide pin fell off stem punch guide during a workshop." This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt.